Event description:
It was reported that after an ileocecal and lymphoma malignum resection procedure through the sils port, the device was fired on the arteria ileocolica. Two clips were fired on the patient¿s side and one clip was fired on the other side. The tissue between the clips was cut with a scissors. After closing the incision, it seemed to be bleeding somewhere. The patient was put under anesthesia again and reoperation was performed to stop the bleeding. It was found that the two clips of the patient¿s side came off and bleeding occurred from the site. The doctor commented that the abrasion had been soft and the target tissue had been slightly thick. The clips were not found, but they might have been suctioned. When the sales rep checked the video, it seemed that the clips had been formed properly. The customer disposed of the device, no device will be returning. Additional information received: during operation, there were no anomaly with the device. And no malformed clip and no bleeding were found before close the incision. After decannulation, the patient became to be shock symptom and abdomen became expanded. So, doctor suspected the bleeding in the abdominal cavity. Then reoperation was performed about 1 hour later from the closing the incision. The incision of reoperation was about 15cm. The vessel was sutured twice to stop the bleeding. The amount of blood loss was 1575ml and the amount of blood transfusion was 1120ml. The patient¿s condition is good now

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.